Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash. The rash was on the patient's back. The patient's physician prescribed hydrocortisone cream for the rash. The patient reported that the rash had not changed. The medical outcome of the rash is unknown.